Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). The ccd became defective because water entered from the puncture on the cable. The cause of the punctured cable could not be identified. As to water leak from the cable, the reported phenomena might be prevented by following these descriptions. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not confirmed. Bad picture, subject could not be recognized was confirmed. The device evaluation found that the noisy image was due to a faulty charge-coupled device. The cable was punctured. The leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the autoclavable camera head produced no image. The issue was found during a procedure. It was not known how long the procedure was extended for, but there was no extended, postponement or cancellation of anesthesia / sedation. The procedure was completed with a similar device. The malfunction did not affect the outcome of the procedure and there was no patient harm.